Event description:
Complainant alleged that the medics were responding to a call for a pt who had been found lying unconscious on the ground. The ambulance crew experienced "a long delay" in reaching the pt "due to weather and operational factors." There was no indication of how long the pt was down before being found. When first examined there were no signs of peripheral rigor mortis being present, although the pt's jaw and neck were stiff. The medic had difficulty establishing a pt airway and found it difficult to bag and mask the pt. The medics attempted to defibrillate the pt, but when they delivered the first shock at 200 joules, there was no pt response. The clinicians then charged the device to 200 joules, but observed that the screen displayed 2 joules. The medics then "jiggled" the device and it then charged to 200 joules, but again when the device was discharged there was no pt response. The complainant indicated that although the pt subsequently expired, the pt outcome was not as a result of the reported malfunction. In addition, the complainant indicated that the medic "didn't think that he would be successful in resuscitating the pt, he instigated the procedure mainly for the benefit of on-looking relatives while waiting for the g.p. To attend."